Manufacturer narrative:
Medwatch fields d10 and h3 have been updated. The reporters test strips were returned for investigation, where they were tested on a retention meter and using retention controls. Test strips and vial showed no defects. Results (qc range 2.6 -3.2): qc1 = 3.0 inr, qc2 = 2.9 inr, qc3 = 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using an unknown reagent. The result from the meter was 5.1 inr and the result from the laboratory was 3.90 inr. On (B)(6) 2020, the result from the meter was 3.0 inr and the result from the laboratory was 1.90 inr. The therapeutic range was 2.5-3.5 inr.